Event description:
It was reported that the microcatheter was fractured. The target lesion was located in the hepatic artery. A 135/10 renegade hi-flo kit was selected for use. During preparation, when the physician took the microcatheter out from the protection sheath, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Analysis of the tip, inner/outer shaft, and hub/strain relief included microscopic and visual inspection. Inspection revealed a separation in the outer shaft located 10.3cm from the strain relief, and the inner shaft was stretched between the outer shaft ends. Inspection of the rest of the device found no other damage or defect.

Event description:
It was reported that the microcatheter was fractured. The target lesion was located in the hepatic artery. A 135/10 renegade hi-flo kit was selected for use. During preparation, when the physician took the microcatheter out from the protection sheath, it was noted that the device was fractured. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure.